Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma" late and rupture.

Event description:
Healthcare professional reported "seroma," "infiltrated prosthesis," "grade 2 capsular contracture," "thick capsule at the base, a double capsule is found", "a rupture line", and "appears larger, liquid feels on palpation" against a right side device. Device was explanted.